Manufacturer narrative:
While it is unknown if the prophy-jet powder used in this case caused or contributed to the patient's symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. The device is available for evaluation, though has not been returned as of this report. Further information pertaining to this event, including evaluation results will be submitted as it becomes available.

Event description:
It was reported that a patient developed swelling, pain, and peeling of the oral mucosa after a procedure was performed using prophy-jet powder. The patient consulted a physician and was administered homeopathic sodium chloride.